Event description:
A catheter broke upon traction removal. The device had been in place for 170 days prior to the incident.

Manufacturer narrative:
The complaint of a complete break in the feeding tube is confirmed and should be reported as user related. The complete break in the feeding tube is the result of excessive force that was used during device removal. The break site is located 0.4 inches proximal to the retention dome. No damage to the retention dome was observed. The proximal end of the feeding tube was not returned for evaluation. The device had been in place for approximately 170 days prior to the complaint incident. Gross visual and microscopic examinations and functional testing shows no evidence of a defect of deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.